Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron clinical system (dxc 800) generated low patient sodium (na) results. Customer reported that the erroneous results were not reported out of the laboratory. Customer reported that the repeated test results were reported. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) dissembled and cleaned the flowcell. The fse verified performance.

Manufacturer narrative:
Evaluation codes - results code - (other): flowcell.